Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted, bent and tissue visible inside. The lead was damaged at implant attempt. No further helix testing possible.

Event description:
It was reported that a lead was attempted but not used during implant surgery. The physician noted that there was positioning placement difficulty. Specifically, the helix would not extend with multiple attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.